Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system that contributed to the injury. The injury sustained by the patient is consistent with heating incidents caused by close proximity of the coil cable to the patient¿s skin. The exit point of the coil was close to the affected skin. Furthermore, the coil cable was damaged and routed in a loop. As the coil was measured to be out of specification a contribution of a coil malfunction cannot be excluded.

Event description:
Philips received a report from a customer that a patient sustained a blister of 3 cm on the right shoulder. The patient was examined for a neck examination with the quad neck coil.